Event description:
Information was received from health care provider via manufacturing representative regarding a patient under gone balloon kyphoplasty for vertebral compression fracture. It was reported that balloon was inserted and inflated and failed to comeback out of the cannula. Pulled it out and found the shaft had bent. The patient symptoms were unknown. No treatment or additional surgery performed as a result of this event. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.